Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm at their philips intellivue information center (piic) when a patient experienced a heart attack and expired.

Manufacturer narrative:
H10: a philips remote support engineer (rse) spoke with the customer who stated they were unable to retrieve the patient data. Rse attempted to talk the customer through retrieving the data, unsuccessfully. The customer noted the ¿retrieve¿ button was greyed out. A philips field service engineer (fse) was dispatched to the customer¿s facility. Upon arrival, the fse showed the customer how and when the ¿save data and discharge patient¿ button was greyed out and when it wasn¿t. Additionally, fse showed the customer how to clear a sector and monitor different rooms from the telemetry piic. The customer did not have enough sectors to monitor all rooms and they would have to clear sectors and change the way they monitor so this would not happen again. The patient data and alarms were being displayed at the central piic in their area, but not at the telemetry piic.follow-up with the fse indicated there was no malfunction of the piic and the issue was a result of the customer not understanding the system enough to assign the sector. The customer wanted to retrieve data regarding the event, and the fse answered all questions the customer had. The device remains in use at the customer¿s site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.